Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) intrinsic amplitude is out of range on the right atrial (ra) lead and right ventricular (rv) lead. The presenting electrogram (egm) recorded an isolated atrial undersensed beat and a total of nine non-sustained ventricular tachycardia (nsvt) episodes. It was noted the battery longevity is normal. It was recommended to consider review of the programmed sensitivity setting. These lead alerts will not retrigger until the device is interrogated with a programmer. At this time, the device and leads remain in-service. No adverse patient effects were reported.